Event description:
The customer reported that erroneously low white blood cell (wbc) and/or hemoglobin (hgb) results without instrument generated flags were generated on a coulter lh 500 hematology analyzer over multiple days. This report represents the erroneous low hemoglobin (hgb) result without instrument generated flags generated on a coulter lh 500 hematology analyzer for one patient's sample on (B)(6) 2012. The customer indicated that the instrument was generating intermittent low hgb results since the date of prior service on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied patient data indicated the initial patient hgb patient result was erroneously low in comparison with two repeat results tested on the same instrument. The erroneous hgb was not reported outside of the laboratory. There was no death, serious injury or modification to patient treatment associated with this event. The sample was collected the same day and stored at room temperature. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were within published performance specifications before and after to the event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) reviewed the customer performed reproducibility test results and found the reproducibility percent coefficient of variation of the forty sample run to be within published specifications. The fse performed preventive maintenance on the instrument which appears to have resolved the issue. Upon completion of the necessary repairs, the instrument was returned back into operation. There have been no further low hgb results reported by the customer. Mdrs associated with this event: 1061932-2012-02269, 1061932-2012-02273.